Manufacturer narrative:
The customer was provide with a replacement glidescope avl video baton 3-4 and the video baton involved in the event was returned to verathon for evaluation. A verathon service representative evaluated the returned video baton, where they were unable to duplicate the reported disappearing image or the led issues. The video baton was evaluated by connecting a test video monitor to it, and letting the system run for 20 minutes. While the reported issues were not duplicated, it was found that after the cable was manipulated, the image would turn to static green lines. Since the customer received a replacement video baton, and there are no repairs available the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear and the led would not turn on. A delay of approximately 1 minute occurred while a backup glidescope avl video baton 3-4 system was prepared. The procedure was completed and no harm to patient or user was reported. The facilities biomedical engineering department indicated they were able to duplicate the reported event upon evaluation of the device after the incident. Based on their evaluation, the customer believes that a short in the baton end of the cable may have caused the image to disappear and the led to turn off.